Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's mother reported that the hearing performance with the device started gradually decreasing after a head trauma which occurred on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Other mechanical damages found during investigation are attributable to the removal surgery. Further the electrode lead extruded into the external ear canal and an infection was found at explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's mother reported that the hearing performance with the device started gradually decreasing after a head trauma which occurred on (B)(6) 2020. The device was explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reported that the hearing performance with the device started gradually decreasing after a head trauma which occurred on (B)(6) 2020.